Event description:
It was reported that the pt underwent single- level cervical arthroplasty at c5-6 using an artificial cervical disk. Due to increased pain at several mos post-op, the device was explanted. An anterior cervical fusion was performed at the time of disc removal, but it is not yet known if the pt's pain has resolved.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Gross macroscopic examination of the explanted device was unremarkable. The explanted device is currently undergoing device retrieval evaluation, and explanted tissues from the surgical site are undergoing detailed histology. Results of these evaluations are not currently available. Therefore, we are unable to determine the definitive cause of the reported event at this time.